Event description:
The customer reported to baxter us that the staff have set up ivpb antibiotics on several occasions while using the clearlink system non-dehpcontinu-flo soln set and the tubing simply does not allow the product to flow through it. After investigating, the staff will switch out the tubing set-up altogether and then it flows. The facility does not have any samples available at this time, however if there is a problem in the future the facility will contact baxter to return the samples. No patient involvement, injury or medical intervention were reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.